Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was damage to the usb cable and wall adapter which prevented the customer from successfully charging the pump with either of these supplies. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer charged the pump successfully by using an alternate usb cable and wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.